Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving lioresal 2000 mcg/ml for a total dose of 309.8 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2018 a refill was attempted, but the reservoir port was unable to be accessed and they were unable to refill pump. The pump and device was easily moving throughout the surrounding area. An ultrasound confirmed no refill port accessible and they were unable to find the catheter access port. The patient was referred to neurosurgery on (B)(6) 2018. On (B)(6) 2018 x-rays were order and completed on (B)(6) 2018. On (B)(6) 2018 the patient notified the healthcare professional (hcp) would like to "tack down" the pump. The pump was scheduled for repositioning on (B)(6) 2018. The outcome of the event was noted as ongoing. The device diagnosis was pump inversion and the clinical diagnosis was unable to refill pump secondary to flipped pump. Interventions included surgical intervention where the pump was repositioned and tacked down on (B)(6) 2018. Please note: this day has not yet occurred and is a date in the future. The etiology of the event indicated the relationship to the implant procedure was not related and the incisional site/device tract was the pump pocket. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) indicated the patient was receiving gablofen and not lioresal. The clinical diagnosis was updated to pain sensation at the pump secondary to flipped pump. It was noted that the x-ray revealed serpiginous reservoir from the intrathecal pump has changed in position with foreshortened cephalocaudal orientation. The abnormal orientation of pump system with possible discontinuity of catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the relationship to the device or therapy was possibly related. It was noted that other surgical intervention occurred where the pump was tacked down at 12 o'clock orientation on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the cause of the flipped pump/unable to access the refill septum was unknown. The patient's baseline weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(4) 2018. It was reported that on (B)(4) 2018 x-rays were done on the pump and confirmed it was "more normal to post op and compared to previous x-rays." It was confirmed the pump was not flipped anymore.